Event description:
On 2/apr/2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for a peritoneal infection and high blood pressure. There was no specific allegation these adverse events were related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for hypertension and hematuria that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this hospitalization, the patient began to experience abdominal pain and cloudy peritoneal effluent fluid (exact date unknown). The results from any laboratory testing conducted during this hospitalization have not been reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology during this admission. It was affirmed the patient¿s symptoms appeared well after admission as this infection occurred during this hospitalization and did not involve their home cycler. The patient underwent ccpd therapy on a hospital provided cycler, but the brand and model of the cycler were unknown. It was suspected the infection was from a lack of asepsis from hospital staff who assisted the patient with pd therapy, but this could not be confirmed. Antibiotics prescribed to the patient to address the infection were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device for the duration of the admission. The patient is recovering from these events while awaiting discharge to home. It was confirmed, though the exact cause and nature of this infection remains unknown, there was no indication the patient¿s peritonitis contracted while hospitalized was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.

Manufacturer narrative:
Correction: d5 (operator of device), g2 (report source).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 2/apr/2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for a peritoneal infection and high blood pressure. There was no specific allegation these adverse events were related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for hypertension and hematuria that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this hospitalization, the patient began to experience abdominal pain and cloudy peritoneal effluent fluid (exact date unknown). The results from any laboratory testing conducted during this hospitalization have not been reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology during this admission. It was affirmed the patient¿s symptoms appeared well after admission as this infection occurred during this hospitalization and did not involve their home cycler. The patient underwent ccpd therapy on a hospital provided cycler, but the brand and model of the cycler were unknown. It was suspected the infection was from a lack of asepsis from hospital staff who assisted the patient with pd therapy, but this could not be confirmed. Antibiotics prescribed to the patient to address the infection were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device for the duration of the admission. The patient is recovering from these events while awaiting discharge to home. It was confirmed, though the exact cause and nature of this infection remains unknown, there was no indication the patient¿s peritonitis contracted while hospitalized was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection cannot be determined at the time of this reporting; however, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. There was an unconfirmed suspicion the source of infection was from nonadherence to asepsis by hospital staff during pd therapy. It is well known the transmission of peritonitis causing pathogens is mostly the result of a break in aseptic technique during pd therapy. Though the exact cause remains unknown, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 2/apr/2024, a patient contact reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized for a peritoneal infection and high blood pressure. There was no specific allegation these adverse events were related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 for hypertension and hematuria that was unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this hospitalization, the patient began to experience abdominal pain and cloudy peritoneal effluent fluid (exact date unknown). The results from any laboratory testing conducted during this hospitalization have not been reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology during this admission. It was affirmed the patient¿s symptoms appeared well after admission as this infection occurred during this hospitalization and did not involve their home cycler. The patient underwent ccpd therapy on a hospital provided cycler, but the brand and model of the cycler were unknown. It was suspected the infection was from a lack of asepsis from hospital staff who assisted the patient with pd therapy, but this could not be confirmed. Antibiotics prescribed to the patient to address the infection were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed during this hospitalization as the patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device for the duration of the admission. The patient is recovering from these events while awaiting discharge to home. It was confirmed, though the exact cause and nature of this infection remains unknown, there was no indication the patient¿s peritonitis contracted while hospitalized was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient plans to continue hd therapy on an in-center basis upon discharge with no plan to return to pd therapy.